Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed an increase in impedance and it was high. It was also reported an x-ray revealed there was evidence of "twiddling and the superior vena cava coil was pulled back out of the heart." When the pocket was opened, the lead appeared braided and had "multiple visible turns." The lead was partially explanted, replaced, and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the setscrew marks on the connector pin were too proximal. Visual analysis indicates twiddlers syndrome damage. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there are two sets of setscrew marks on the is-1 pin, both sets are too proximal. If information is provided in the future, a supplemental report will be issued.